Event description:
A patient reported experiencing inaccurate low results with an ultra meter. The patient's blood glucose results were ultra 6.6 mmol and lab 8.4mmol. Tests were done within one minute with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.